Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2001. Seven days later, consumer sought medical treatment for right ear pain. Consumer was placed on antibiotics.